Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 2 am. Prior to testing on the subject meter the patient claimed she was experiencing symptoms of "sweating" which she associates with low blood glucose. The patient tested with the subject meter and observed a value of "200mg/dl" which she felt was high compared to her feelings. She then tested on another meter (true result) and observed a value of "40mg/dl" performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type and dose of insulin through pump therapy and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reportedly self treated a little after 2am with food/drink and retested using her the true result meter at approximately 2:30am and got a higher reading. The result obtained is not known. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged meter reading did not correlate with the patient's symptoms or form of treatment.